Manufacturer narrative:
Additional information provided by customer mw5070496.

Event description:
Received a copy of the customer's maude report from FDA, which states ¿ medication pump over·delivered, 900mls of fluid had been infused in the time period of 2 hours and 20 minutes instead of the intended time period of 9 hours. The lvp pump mechanism for fluid control became disabled due to a residue from an unk substance. It appears that the substances infiltrates the pump through the edges of the membrane-free assembly. The amount of fluid that infiltrates into the mechanism depends on the angle of the front of the pump and amount of fluids involved. Per the MFR, if enough fluid infiltrates it seemingly can contaminate the pump mechanism. The MFR has not clarified how much fluid infiltration leads to this seeming contamination. This may cause, in some circumstances, the pump to free-flow for part of the pump cycle. This is what was determined to have happened in this incident based on assessment with the MFR. " although the customer mw stated the event date as (B)(6) 2017, the risk manager (who completed the mw) later confirmed the event date was (B)(6) 2017.

Manufacturer narrative:
The customer¿s report of a free-flow event was confirmed. The customer¿s report of a channel disconnecting during an infusion was confirmed in the pcu event log. The returned pcu and pump modules were contaminated with a dried white residue. The suspect pump module had white residue on the majority of its external components including the membrane frame, membrane, platen, both iui connectors, inside the ail assembly, module latch, inside the door, and on the door latch. In addition, the door latch was rusted and both iui connectors were contaminated and corroded. During internal inspection of the pump module, signs of major fluid ingress were present in the rear case, inside the bezel, on the iui contacts of both boards, underneath the membrane frame, and within the pumping finger and occluder channels of the bezel. The lower occluder was obstructed by dried residue. Initial rate accuracy testing resulted in an over-infusion. In addition, unregulated flow was observed in the drip chamber of the administration set before and during testing. Rate accuracy testing was repeated after cleaning the contamination from the lower occluder channels, resulting in a passing flow-rate. The root cause of the free-flow event was a stuck lower occluder due to fluid ingress. The cause of the channel disconnecting when the devices were bumped was contamination of the iui connectors.

Event description:
The customer reported that a primary normal saline infusion was started at 2009 at 100ml/hr with an intended vtbi of 400 ml in the med/surg profile with selection of guardrail fluid, ivf maintenance. It was noted at approximately 2220 that approximately 900 ml of fluid had been infused. The pump rate was checked and showed as 100ml/hr. No other medications were infusing at the time of the event. When the modules connected to the pc unit were bumped, the "module shut off and channel turned off." There was no report of patient harm. The hospital biomed performed initial testing and was able to replicate a free-flow event and took video of the event replication.